Event description:
Info indicated that the hi-lo was drifting. No injury alleged.

Manufacturer narrative:
Technician found that the hi-low on bed was drifting due to worn valve. Replaced valve to resolve this issue.